Event description:
It was reported that the video processor had displayed error e226. The issue was found during reprocessing of the device. There were no reports of patient involvement.

Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6) hospital. Full e1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was not returned to olympus for inspection and the product analysis will solely be based on the available information. The complaint investigation process has confirmed that the failure has been previously investigated through the product technical investigation (pti) process. Reasonably known information suggests probable causes such as material issues: deterioration. Mechanical problems: stress, wear, corrosion. Electrical problems: open circuits, short circuits, signal loss, component problems. These can be caused by no design or manufacturing problems and can occur between components such as boards, sockets, pins, cables and connectors, etc. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.